Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventrio on (B)(6) 2011 and/or (B)(6) 2013. As reported the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventrio st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventrio on (B)(6) 2011 and/or (B)(6) 2013. As reported the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified, dissected free and excised. A small ventralex mesh (device #1) was placed into the defect using sutures and tacked.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent incisional hernia with pain thereby underwent open repair with partial excision of ventralex mesh (device #1) and implant of ventrio st (device #2). Per operative notes, ¿the abundant scar tissue was noted. All the edges of the mesh were dissected. The old mesh (device #1) slipped to the right side and allowed the recurrence on the left side. Some of the mesh (device #1) on the left side was trimmed. The hernia defect was repaired using ventrio st (device #2) and tacked using sutures.